Event description:
It was reported the patient presented for procedure. During procedure, the atrial leadless pacemaker (lp) was unable to be interrogated. The lp was unpaired without replacement. The patient was in stable condition.